Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the video system center exhibited no image, deformation in the flexible tip and a damaged charged coupled device (ccd). There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: g2 (unmark health professional and user facility. Checkmark company representative), and h6 (medical device problem code- add 1183). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the presumed cause for the cope communication error (b30) could not be specified. It is likely that the no image issue occurred due to faulty printed circuit board; however, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.